Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens came out of the injector very quickly and ruptured the posterior capsule. The lens was explanted and replaced with a 3-piece iol without further incident during the original surgery session. Patient not fully recovered on day of report; however, a full recovery is anticipated. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The subject device was discarded by the healthcare facility. The rayone preloaded iol injection system risk matrix identifies plunger advances too quickly and forcing a blocked injector as possible causes of "explosive expulsion of lens". Our review of production records for the rayone emv toric rao210t batch 075275915 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 075275915. There is insufficient evidence and information available to determine the root cause of the event.

Event description:
On 31st march 2026, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens came out of the injector very quickly and ruptured the posterior capsule.